Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery of the talar component due to subsidence which has resulted in pain, difficulty ambulating, as well as dysfunction.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.